Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an endoscopic upper left radical resection of lung cancer procedure, after fired, they found the staples malformed with irregular shape. A titanium clip was used to complete the surgery. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).batch # n56k2h. Ecr45w batch # n56r0x mfg. Date 12/15/2016 exp. Date 11/15/2021 the analysis results showed that one ecr60w and one ecr45w cartridge reload was received. The reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.